Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2021-01069. It was reported that patient experienced ineffective therapy. As a result, surgery took place wherein the scs system was explanted.